Manufacturer narrative:
The iol product history records were reviewed and documentation indicates the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the patient restarted the steroid after he had tapered off the usual 4 week taper because he presented with 3+ anterior chamber cells. The information provided also indicates increased intraocular pressure approximately 2 weeks following the iol implantation. The event resolved with treatment.

Manufacturer narrative:
Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The product investigation could not identify a root cause. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, a patient developed iritis/inflammation. Additional information has been requested.